Event description:
Tip broke off inside pt's joint space. The tip could not be retrieved from the pt and the surgery was delayed over 30 minutes. Reporter states the tip did not pose any problems at the time and surgeon decided to leave it inside the pt's joint space.